Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional in regard to a patient receiving baclofen 2,000 mcg/ml at 374.4 mcg/day via an implantable infusion pump. An alarm was reported. The reason for the alarm was unknown. The alarm was not heard at initial interrogation. The alarm occurred after the pump was read and was being refilled several minutes later. The alarm was confirmed by telemetry. The logs showed a motor stall and motor stall recovery on (B)(6) 2015. A second motor stall occurred on (B)(6) 2015 with no recovery noted. A stopped pump may exceed tube set message occurred on (B)(6) 2015. The patient¿s healthcare professional office was contacted. The dates of the stalls are the dates the patient had an MRI. The mris were not due to a suspected problem with the device or therapy. Telemetry state was reviewed. It was discussed to re-interrogate pump with logs. After re-interrogation, the logs showed a motor stall recovery. The stall recovered on (B)(6) 2016 at 11:12. The volume aspirated at the refill was accurate within 0.8 ml of what was suspected. Troubleshooting resolved the reported event. The patient did not report any issues. The initial reporter declined to provide patient information and device information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.